Manufacturer narrative:
Continuation of d10:  product ID d-evolutfx-2329 (lot: 0012168338); product type: 0195-heart valves. Product ID l-evolutfx-2329 (lot: 0012151569); product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the patient had a highly calcified bicuspid aortic valve with calcification also present in front of the left coronary ostium. There was therefore no option for the patient to have surgery. The patient's left coronary (lc) height was 6mm. Despite this high risk, the cardiologist decided to implant the valve as it would be the only chance for the patient. After pre-dilation and valve implant, significant paravalvular leak (pvl) and central aortic regurgitation (ar) was present. A post-dilation was performed with a 22mm balloon. However, the calcium in front of the lc occluded the lc. The patient passed away.

Manufacturer narrative:
Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the patient had a history of coronary artery disease. After the valve implant, mild central aortic regurgitation and mild paravalvular leak (pvl) were observed. Per the physician, the death was not caused by the patient's underlying condition. Per the physician, the valve contributed to the patient death but the delivery catheter system (dcs) can be excluded as a contributing factor.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.